Manufacturer narrative:
UDI # (B)(4). The device was returned for evaluation. The device history record (DHR) documentation showed no abnormalities related to the reported failure. The reported complaint was confirmed via inspection of the unit. The swivel had excessive end float in the unlocked position allowing the ratchet teeth to touch when the swivel was pressed in upon rotation. Unit was overdue for maintenance and required worn components to be replaced. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A customer reported that the locking mechanism of the a3059 mayfield composite series skull clamp was loose. Additional information received on 12aug2020 indicated that the patient was prepped for a neuro procedure. The skull clamp was positioned on the patient but it did not cause an injury to the patient. There was no delay in surgery as the malfunction was discovered at the beginning of the procedure.